Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation).

Manufacturer narrative:
The user was guided through troubleshooting the recurring gas loss alarm. It was confirmed that there was no blood in the tubing. Therapy was successfully resumed each time using the fill key. The alarm and its possible causes were explained, and additional recommendations were provided, including obtaining a chest film for placement, log rolling the patient, manipulating the catheter, or adjusting the augmentation control to reduce the alarm.

Event description:
The user contacted the emergency support program line to report a gas loss alarm that occurred every 20 to 30 minutes. No patient harm was reported.